Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose over 500 mg/dl with moderate ketones associated with an alleged power issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient¿s pump lost power at night and the patient was not receiving insulin. It was unknown whether there was a ¿replace battery¿ alarm leading up to the power loss. The patient changed the battery and the pump was working properly. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power issue and the pump could not be ruled out.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-dec-2018 with the following findings: during investigation, the battery compartment was cracked with stripped battery cap threads. The battery cap was unable to be secured due to the battery compartment crack and stripped battery cap threads. A test battery cap was able to secure with no power loss or rebooting. The battery cap detached causing power loss during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.